Manufacturer narrative:
Device evaluation: results- a sample was not received for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported potential lot numbers 5120798 and 5212949. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode as no samples were received for evaluation. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Two potential lot numbers were provided from the customer but it is unknown which device was used in this incident lot 5212949- medical device expiration date 7/31/2020, device manufacture date 7/31/2015; lot 5120798- medical device expiration date 4/30/2020, device manufacture date 4/30/2015. It is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the safety shield on the suspect device popped off when activating, resulting in a needle stick injury. Baseline and source testing were performed.